Event description:
Hcp reports pt had withdrawal episode in 2003. Hcp also reports a pump reservoir volume discrepancy at the first refill. The estimated volume was 2.6mls, the actual reservoir volume was 17.5mls. There are tentative plans to explant the pump. The pt is reported to have fully recovered and has been managed with oral pain medication.